Manufacturer narrative:
B3: this event occurred a handful of times in the past 10 years. D4: unique identifier (UDI) #: the lot number and manufacturing date UDI can not be provided as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of exactamix 2400 valve sets leaked. The fill tube became detached from the valve set. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the tubing of sample was detached from the valve body outlet. The reported condition was verified. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.